Event description:
Related manufacturer report number: 3006705815-2023-00145. Patients lead extension was reportedly stuck on the lead and cut through in order to remove during a permanent trial conversion procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.